Event description:
It was reported that during pre-use check, the customer found waste cardboard pieces mixed in the package with the device. No patient injury was reported.

Manufacturer narrative:
One device was returned for investigation. The returned sample was visually inspected and the customer's complaint of waste cardboard was confirmed however because the packaging had been opened the cardboard could not be traced to manufacturing. A DHR was completed and found that lot 3994263 was manufactured with (B)(4) units; lot met the requirements to release the lot with no deviations identified during their manufacture.